Manufacturer narrative:
The medical center discarded the impella pump in 2021. Only information shared by the jpvad registry could be reviewed for analysis. The root cause can not be determined with known information. The failure mode will be monitored and trended.

Event description:
The medical team in japan had a successful impella cp support in (B)(6) 2021. The support was just under 18 hours when explanted after the coronary angioplasty procedure. Later in (B)(6) 2022 the jpvad registry noted a vascular injury that required treatment. The registry noted the team performed vessel suture.